Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was fractured.

Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited variable superior vena cava (svc) coil impedance and triggered an alert for undefined high svc coil impedance. The rv lead also exhibited noise which was exacerbated with isometric maneuvers. The rv lead was reprogrammed as the svc coil vector was turned off in therapies, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced.